Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 278 mg/dl. Troubleshooting was performed and the pump performed as intended. There was no damage noted to the infusion set cannula. The customer declined to complete troubleshooting during the call.